Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen was cracked. There was no impact to customer's blood glucose level. Multiple attempts were made by tandem¿s technical support (cts) to obtain the cause of the crack; however, no additional information regarding this event was provided.